Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015, and the patient was reimplanted with another manufacturer's device during the same surgery. This report is filed april 7, 2016.

Event description:
Per the clinic, the patient sustained a head trauma (date not reported) resulting in loss of connection to the internal device. The implanted device remains.

Manufacturer narrative:
(B)(4).